Event description:
It was reported that a patient presented remotely via merlin net. Review of the transmission revealed loss of capture on the right ventricular (rv) lead. Device interrogation revealed increased capture thresholds on the rv lead. On 10 may 2024, the physician elected to cap and replace the rv lead. The patient was stable throughout.